Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2010 and mesh were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent perineoplasty due to symptomatic cystocele, sui, symptomatic rectocele and weak perineum . It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, dyspareunia, and neuromuscular problems. It was reported that patient underwent prolift vaginal repair with mesh, vag, taping ¿ obturator, perineoplasty on (B)(6) 2010 due to sui, symptomatic rectocele, and weak perineum. Pt also underwent posterior repair and perineoplasty on (B)(6) 2013 due to symptomatic rectocele and dyspareunia. No additional information was provided.